Event description:
A customer from (B)(6) notified biomérieux of a misidentification of a candida tropicalis cap survey strain when testing with vitek® yst ID test kit (ref. 21343, lot 2430352103). Vitek obtained an identification of candida glabrata. There is no indication from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. There was no patient directly associated with the survey strain. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
Biomérieux conducted an internal investigation: since the customer did not submit the strain, the internal cap f-17 organism was subbed, and testing included two (2) cards from each of the customer yst card lots and two (2) cards from a random yst card lot. Api 20 c aux was also performed. On all cards tested, a low discrimination call of c. Famata / c. Tropicalis was obtained. Api 20 c aux gave a good identification (95.8%) of c. Tropicalis. Since c. Tropicalis is part of the low discrimination call, the correct identification was given by the cards and no further action is necessary. A comparison of customer card reaction results for c. Glabrata against expected reaction results for c. Tropicalis showed seven (7) atypical negative reactions (imlta, saca, aglu, dxlya, cita, 2kga, naga) that led to the incorrect call. A comparison of customer card reaction results for c. Parapsilosis against expected reaction results for c. Tropicalis showed one (1) atypical positive reaction (tyra) and three (3) atypical negative reactions (imlta, naga, dgnta) that led to the incorrect call. An increased number of atypical negative results can indicate a strain with decreased viability, user set up error or an atypical strain. Cards are performing as expected and no further action is necessary.